Event description:
It reported that thrombosis occurred. A left atrial appendage closure procedure was performed. There was a complete seal at implant and no leak at any point to date. The patient was compliant with the post implant medication regimen of eliquis 5mg twice a day. At the 45-day follow-up a computed tomography (CT) scan noted thrombus on the top of the threaded insert. The 45-day follow-up echocardiogram was within normal limits (wnl). The patient was instructed to continue eliquis 5mg twice a day for 6 weeks and follow-up. The patient is expected to fully recover.